Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, low sensing and high thresholds were exhibited. The ra lead was not used and a single chamber implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.